Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-350 mg/dl) and after a correction bolus, the bg did not decrease. Another bolus was delivered and the bg dropped to 30 mg/dl. Food was consumed to address the bg. The contact did not know the cause of the event and thought that the t:lock luer lock was a possible cause. Tandem technical support reviewed the pump data and no device issues were found that would have caused a low blood glucose level. Reportedly, tandem clinical diabetes specialist contacted the customer to discuss that the rate of delivery did not change with the use of the t:lock.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User makes bolus requests without entering current bg level and still having insulin on board (iob). On (B)(6) 2017, two back to back cartridge change sequences were conducted, with two fill tubing processes. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.